Manufacturer narrative:
The leaking issue was confirmed. The distributor forwarded the investigation results to infutronix on (B)(6)2019. The service provider performed the testing on the affected device on (B)(6)2019. Crystallization was found on the outside seam of the air filter, which might be indicative of the leak site. The service provider could not conduct a full test of the set, because the sediment within the tubing provided a clog hindering flow through the entire set.

Event description:
This is a follow up report for the initially submitted MDR (3011581906-2019-00002).

Manufacturer narrative:
The affected device is being sent to the service provider for investigation.

Event description:
On 03/26/2019, a distributor forwarded a filter leaking issue received from initial reporter on (B)(6) 2019 to infutronix: "an administration set model hs004 lot # 1809002 was leaking 5fu from the air filter. The patient was exposed to the 5fu but was not harmed. The patient was advised to wash their exposed clothes separately. No patient information given. Event date unknown". The medication used at the time of the event was 5fu. No patient injury or harm was reported.